Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 447 mg/dl. The customer treated with manual injections. Troubleshooting was performed. The customer stated that the pump would not deliver insulin. The customer stated that the pump alarmed no delivery. The customer stated that the pump did not alarm no delivery with 5.0 unit fixed prime. The product was not returned for analysis.